Event description:
It was reported that the battery remaining in this device has decreased from 54% in october down to 15% at the last follow-up. The device is beeping. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.